Event description:
Vaporizer quit dispensing anesthetic agent to pt who woke up during carotid indartarectomy. No injury occurred to pt, however as anesthesiologist transferred pt immediately to another anesthetic vaporizer availabe on his cart. Pt outcome was not compromized.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-95. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: invalid data. Conclusion: device failed during assembly, device failed during assembly, other, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.